Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer put her infusion set incorrectly. The customer was treated with an insulin drip and then released. Assisted the caller on how to make a correction with the bolus wizard. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.